Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Further analysis indicated the device did not test out of specification. Follow up revealed the patient had last been seen in the clinic in (B)(6) 2010 and the device was fine. The cause of death was reported to be coronary artery disease, diabetes mellitus, and renal insufficiency. Physician later reported the death was not related to the device or lead system.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received. Further analysis indicated the lead did not test out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Correction - analysis findings.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Correction - analysis findings. Evaluation summary (B)(4) no anomalies found, all conductors fractured (overstress) and stretched, inner insulation torn, lead stretched, apparent explant damage. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) all conductors fractured, inner insulation torn. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Further analysis indicated the device did not test out of specification. Follow up revealed the patient had last been seen in the clinic in (B)(6) 2010 and the device was fine. The cause of death was reported to be coronary artery disease, diabetes mellitus, and renal insufficiency.